Event description:
Consumer reports that 2 years post implant a lap band the port turned over so another surgery was performed on aug. 8,2010 to correct the issue. There were no reported complications.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.